Event description:
The staff therapist was placing a wedge into the linear accelerator and pushed the wedge strongly without removing his left hand which was in between the wedge and the wedge interface mount. This resulted in a broken finger that required medical intervention. Issue was found to be attributed to use error.

Manufacturer narrative:
The issue determined to be caused by user error with no equipment malfunction. No additional follow up from varian for this MDR.